Event description:
During the index procedure two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the proximal rca, two endeavor sprint rapid exchange (rx) drug eluting stents were implanted the in mid rca and one endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the distal rca. It was reported that an mi occurred during stent implantation. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year follow up. The patient had stable angina at the 2 year follow up. And was asymptomatic / free of symptoms at the 2.5 years and 3 year follow up. Ref 9612164-2011-01634, 9612164-2011-01635, 9612164-2011-01636, 9612164-2011-01637, 9612164-2011-01638

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).